Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) defibrillation lead were exhibiting noise which resulted in inappropriate therapy. There were also out of range shocking impedance measurements. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
--

Manufacturer narrative:
Additional information received from the local area sales representative indicated that the electrophysiologist believed there was a problem with one of the coils. However, there was no x-ray taken to confirm a lead fracture. No additional information is available at this time. If additional information becomes available the event will be updated.